Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: two photos were provided. One photo shows a packaging top web, the other photo shows a syringe with the scale marking missing. After the barrel molding process, the barrel goes to the barrel printing process. It may have happened that the machine run low on ink and the barrels didn't get the scale printed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 4th complaint for lot # 9303251 for this type of defect or symptom. Previous complaint (B)(4). There was no documentation for this type of defect during the entire production run of these batch #s. Root cause description: syringes assembly line. Printing process. Rationale: CAPA not required at this time.

Event description:
It was reported that syringe 60ml ll tip 1ml 2 oz in 1/4 oz had a scale marking issue. The following information was provided by the initial reporter: "it was reported that syringes are missing scale markings. Per initial email: just an fyi¿ pharmacy had a supply of this syringe without any markings on it. There was not any additional supply found in other areas of the site."